Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The physician had to perform a complex and lengthy bifurcation (lad/ diagonal artery) percutaneous coronary intervention (pci). Three (3) synergy stents were deployed in the left main coronary artery (lm) followed by post dilation with a 1.50mm and with a 2.00mm balloon catheter. Subsequently, a 2.25 x 24 synergy stent was advanced to treat the lesion; however, considerable resistance was felt while trying to advance the synergy stent into the diagonal artery. Attempts of advancing the synergy stent into the diagonal artery caused deep seating of the guide catheter. The stent was retracted from the patient while the guidewire was still in position. The physician then noted what they thought was a small dissection in the lm which the physician immediately stented with a synergy stent. On reflection, the physician believes that what they thought was a small dissection in the lm was in fact the embolized and undeployed synergy stent. They believe that it was stented against the artery. Another attempt was made to stent the diagonal artery. Additional pre-dilation were performed in the side cell. The physician re-advanced the same synergy stent and admits to not recalling if they were able to check the presence of the stent on the synergy stent delivery system prior to re-advancing the same synergy stent. The physician has managed to cross the synergy stent into the diagonal and inflated the stent balloon. Post inflation, the physician noted that the stent was not deployed into the intended location. The physician then concluded at that time that the stent had previously embolized and is what they first understood to be a small dissection in the lm. The physician then advanced and deployed another 2.25 x 24 synergy stent successfully into the diagonal artery and completed the procedure. No further patient complications were reported and the patient's status was well. The physician will bring the patient back to perform intravascular ultrasound (ivus) of the lm. This product is only ous approved but it is similar to an approved us device.